Manufacturer narrative:
(B)(4). Batch # p5702t. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Additional information was obtained: steps taken by customer to open jaw: instrument already removed from patient, wanted to open jaw to remove tissue to send to pathology. Instrument handle had already been broken at this time by user trying to open jaw.

Event description:
It was reported that during an unknown procedure the device was stuck on tissue and removed from the patient by cutting it off of the tissue. The surgeon sutured the tissue to repair it. This did not occur on the first firing, but it was unknown which firing it was. This occurred with a green gst reload and no buttressing material. The procedure was completed with another device of the same product code. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Batch number: p5702t. Investigation summary: the analysis found that one ec60a device was returned with the closure trigger broken and with a gst60g cartridge reload loaded on the device. The cartridge reload was received partially fired 2/3 consistent with an incomplete or interrupted cycle. Furthermore the anvil knife slot was noted to be damaged. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. No functional test was performed due the condition of the device. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). Device history lot : the batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.